Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colectomy procedure, the device was used to perform the anastomosis according to the knight's method. A leak test was performed and there were leaks on the anastomotic site. Additional suturing was required to complete the anastomosis. However, on the seventh day post-op, the patient presented with a fistula. Additional medical treatment was required, but there is no further information available. No device will be returned.